Event description:
It was reported that the bronchovideoscope exhibited that there was no image. The issue was found during preparation for use of the device with no patient in the room. There was no patient involvement.

Manufacturer narrative:
E1: facility full name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunction was identified during the device evaluation: chipped/melted backlight lens olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.